Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via telephone call that the blood glucose reading had gone up to 479 mg/dl. It was normal in the morning and then began to go higher after a set change. The customer had only been treating with the insulin pump. The insertion site was not sore or irritated. No air bubbles were noted in the tubing. The infusion set was removed and the cannula was not bent. The caller was unable to complete troubleshooting as the customer wanted to go to the hospital.